Event description:
Senseonics was made aware of an incident where reported inaccuracy in sensor readings.no injury or medical intervention was reported.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The user reported inaccurate readings. The case was escalated to next level support for further review. The system was found to be performing within expectations, with some differences due to lag. The user was advised to continue normal use of the system.